Event description:
It was reported that "after inserted the catheter, the doctors found that there was blood in the helium pathway. They immediately stopped and removed the catheter, and replaced it with a new catheter for re insertion". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway was not able to be confirmed. As the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after inserted the catheter, the doctors found that there was blood in the helium pathway. They immediately stopped and removed the catheter, and replaced it with a new catheter for re insertion". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".